Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit not working properly. The device would not boot up. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: d4, h6 (medical device - problem code - add 1476, remove 2896). A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The logs showed multiple communication errors. The fse replaced the front-end board as a precaution. The fse then replaced the broken doppler. The fse performed functional tests and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The doppler probe and assembly is not a getinge manufactured device and therefore getinge cannot perform the investigation or any investigation activities. 1. The following investigation was performed by technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department received a front end board with a reported that the unit won't boot up and the logs showed multiply communication errors . Performed visual inspection of the front end board per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the front-end board into failure analysis and testing iabp cardiosave test fixture for testing of the reported problem. Performed and tested the front end board in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit not booting and the logs showed multiply communication errors. The failure analysis and testing department is unable to replicate the failure experienced by the customer. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. (Fat) received front end, rohs from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier replaced a pin on connector j11, performed in circuit testing , all of which passed testing. The failure analysis and testing dept. Installed pcb, front end, rohs serial number into the cardiosave test fixture, and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The potential root cause for the front end board is that damage to the pins on j11 can lead to a failure of the board. The pins are connected to the backplane board and may become damaged if excessive force is used while connecting or adjusting the front end board.